Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the event had been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va1n79j, serial# unknown , product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown/(B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an external neurostimulator (ens). It was stated that the manufacture representative was setting up the ens for trial and saw "no lead connected" message. He stated the lead was connected and that he will try to disconnect and reconnect the lead in the twist lock. The manufacture representative had to hang up because the phone would not reach to the room and he was in the middle of setting up the trial and said he will call back if the issue did not resolved. Additional information received from manufacturer representative (rep) on 2019-dec-20 stated that the cause of no lead connection was determined. The rep stated that the physician did not tighten 4 set screws on lead extension during surgery. Patient was taken back to surgery and physician connected set screws on lead extension to resolve the reported issue. The provided information has been confirmed with the physician. No further information was provided. No symptoms were reported and no further complications were reported.